Event description:
It was reported that the patient experienced a shocking and jolting sensation. It was also reported that the patient felt a tightness and painful shock under her breast following a cervical MRI. The MRI technician informed the patient, that the MRI magnet was "over the device". The patient was advised by her doctor to go to emergency room as soon as possible. Additionally, the patient reported not being able to adjust stimulation. Review of the patient programmer indicated the batteries needed to be replaced. No patient treatment ot outcome was reported. Additional information has been requested, but was not available as of the date of this report.